Manufacturer narrative:
Device evaluation: d10, g4, g7, h2, h3, h6 and h10. Result of investigation: the equipment was received at the vyaire medical facility. The service technician verified the reported problem. Component was installed in known good vela unit model 16532-00 s/n: bct07096. Ventilator was powered in ventilate where the unit would cycle abnormally while alarming transducer(xdcr) fault. Review of the events log showed xdcr fault and xdcr fault occurred (2, 0, 4074) recorded on (B)(6)2020. Alarm xdcr fault and xdcr fault occurred (2, 0, 4075) entries recorded on the most recent events. Performed xdcr calibrations as and successfully passed testing.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the vela ventilator experience transducer fault error and alarm with irregular ventilation. There is no patient involvement on the associated event.